Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the operating currents due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized. The hospital information was not provided at the time of the call. The customer dropped their insulin pump in the tub and now has a blank display screen. The customer returned the product for analysis.